Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, heart block, palpitations, and chest discomfort. The right ventricular (rv) lead was observed with intermittent pacing failure; a maximum of nine second pauses, and a lead warning for high impedance. A lead fracture was suspected. An emergency lead revision procedure was performed, but the lead was difficult to explant; thus it was capped and abandoned in the patient¿s body. A new lead was positioned as a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.